Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient has been having issues with animas pump: the pump that was received in (B)(6) failed twice and the patient ending up being hospitalized twice. Patient has been off the pump for months. Reporter wishes to switch to a competitor pump. This complaint is being reported due to the allegation that the patient was twice hospitalized related to unspecified pump malfunctions.